Event description:
The customer reported to olympus the maintenance unit would back out the scopes when pressure was applied. The issue was found during reprocessing and preparing scopes for use. Inspection and testing of the returned device found the protective cover of the power switch was cracked. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed in addition to the crack of the power switch cover. The device evaluation found the power switch protective cover plastic cap was torn off, the top cover and chassis showed signs of rust, a suction foot was missing, three suction feet were not performing correctly, and the air gauge was loose. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the power switch protective cover being split - this was further presumed due to wear of the connector socket and air joint unit, but it was not possible to make a definitive conclusion on the cause of this damage. It was inferred that this was not a malfunction caused by user misuse of the device. Olympus will continue to monitor field performance for this device.